Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in canada. Consumer reported the string ripped upon removal making the tampon difficult to remove. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.